Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that c7 and th1 had laminectomy and tumorectomy on (B)(6) 2005. On (B)(6) 2007, from c6 to th2 had laminectomy and from c5 to th3 were fixed by oasys. On (B)(6) 2011, the tumor was found at anterior side of th1 and oasys was removed and reconstructed. While the removal of the oasys, the surgeon tried to remove the screw (B)(4) for c6, but the hex of the screw were slipped and it was hard to removed it. So, the surgeon reconstructed the lod and remove by counter, but the head of the screw was broken. So, the longnose pliers were used for removing and the procedure was completed.